Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
Product was manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens,-6.50 diopter, into the patient's right (od) eye on (B)(6) 2017.the patient experienced excessive vault and underwent a seconday surgery on the same day to explant and exchange the lens for a shorter same model, similar diopter lens. The problem was resolved. The patient's last visit was on (B)(6) 2017 with best corrected visual acuity (bcva) 20/20.